Manufacturer narrative:
The insulin pump had intermittent buttons due to flattened dome switches. The device did not have unlocked connector at the lcd board. The insulin pump had a cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons are sticking. Customer's blood glucose reading was 150 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are hard to press. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.